Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 211 mg/dl at the time of the incident. It was reported that the insulin pump¿s reservoir was cracked and missing a piece. It was noted the reservoir was too loose, and would not lock back into place. Customer is unsure how it happened, but it was noted the device was not dropped, bumped, or in a car accident no troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
The device was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot, stained end cap sticker, stained address label, stained serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.